Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was depleting faster than expected. The current estimated remaining battery longevity is 8 months. Two years ago the estimated remaining longevity was 5.5 years and a year ago it was 5.5 years. Device replacement was recommended. No adverse patient effects were reported. New information received indicates that this device was explanted and replaced without incident.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Longevity calculations were performed, and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was depleting faster than expected. The current estimated remaining battery longevity is 8 months. Two years ago, the estimated remaining longevity was 5.5 years and a year ago it was 5.5 years. Device replacement was recommended. No adverse patient effects were reported. New information received indicates that the device was explanted and replaced without incident.